Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the coating peeled off the guide wire. The lesion was located below the knee. A 6fr non-bsc introducer sheath was placed and a non-bsc y valve was attached. The physician inserted the .014 300cm platinum plus guide wire and advanced it through the y valve, however, the platinum plus guide wire could not be advanced into the femoral artery. When the platinum plus guide wire was removed from the patient, the distal end was "fully damaged" and "peeled off". A non-bsc guide wire was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An examination of the returned device revealed that the spring tip is elongated and the core wire is fractured 299cm from the proximal end. The outside diameter of the guide wire was measured and found to be within specification. Sem analysis of the fracture site revealed that the fracture occurred in a torsional overload direction during a bending movement. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the coating peeled off the guide wire. The lesion was located below the knee. A 6fr non-bsc introducer sheath was placed and a non-bsc y valve was attached. The physician inserted the .014 300cm platinum plus guide wire and advanced it through the y valve, however, the platinum plus guide wire could not be advanced into the femoral artery. When the platinum plus guide wire was removed from the patient, the distal end was 'fully damaged' and 'peeled off'. A non-bsc guide wire was used to complete the procedure. No patient complications were reported and the patient's status is stable.